Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 41-year-old female patient presenting with cardiomyopathy. While on support in the ICU, the purge cassette was noted to be leaking. The purge cassette was replaced, which resolved the issue. The patient¿s condition subsequently declined, care was withdrawn, and the patient expired.the reported events are fluid leak, device revision or replacement, hemodynamic instability and death. The device will be conservatively reported for death due to the patient being on impella support at the time of death; however, the death is more plausibly related to the patient's underlying critical clinical condition.

Manufacturer narrative:
Section d9 was updated as device was retuned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak was not determined since it cannot be reproduced during evaluation.